Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi coronary orbital atherectomy device (oad). There were three target lesions located in the left anterior descending (lad) artery. The physician performed two runs at low speed and successfully treated the first lesion. Post-atherectomy angiography did not reveal any complications. The physician then treated the second and third lesions by performing additional runs at low speed. During the final run at low speed, the physician retracted the device proximally and heard a short pitch change. Additional angiography revealed a perforation in the lad artery and the patient status declined. A 3.0x30mm balloon was dilated across the perforation for 19 minutes. The perforation resolved and the physician then deployed two overlapping stents. At this point, there was no flow through the lad and stents. Full bolus nitro injections were administered with no change in flow through the stents. An export catheter was used in an attempt to mitigate the slow flow, but was unsuccessful. The patient remained in the lab for two hours and was given additional blood units and medication, along with intubated respiratory therapy. Eventually, slow flow returned through the lad and stents and the patient was then transferred to post-care in stable condition. A request for additional information was made, but was refused by the facility per internal policies.